Event description:
(B)(4) (a private label distributor) reported to welch allyn (wa) on (B)(6) 2014 that their customer's acuity (radnet system 6) went down on (B)(6) 2013 and would not reboot. (B)(4) technical support assisted the customer in troubleshooting but was unable to resolve the problem remotely. A replacement cpu was sent by (B)(4) to the customer and the issue was resolved. This resulted in a temporary inability to centrally monitor pts, however bedside monitoring was not affected. There was no report of any pt harm as a result of the reported event.

Manufacturer narrative:
Upon receipt of the cpu, (B)(4) technical staff determined that the cpu hard disk drive (hdd) had failed due to a corrupt file system. Hard disk drives are off-the-shelf sub-components made by another manufacturer and sold by welch allyn. Welch allyn does not possess troubleshooting capability beyond identifying these sub-components as the source of failure. Method: customer confirmed hdd failure.